Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during setup, the cardiosave intra aortic balloon pump had its IV bag ruptured and machine was flooded. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, d9, e1- event site emai address, e2, e3, g1-contact person at mfg site, g3, g6, h2, h3, h6 -(medical device problem code, type of investigation, investigation findings, investigation conclusion) and h11. At this time, despite good faith efforts (gfes), no repair info has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.